Event description:
Cypher stent placed to proximal arc 3.0mm x 13mm. Angiomax given upon transfer out of cath lab to room, bp 52/38, hr 40's, st elevation noted on monitor, emergent return to cath lab-acute thrombosis of stent; abp placed, 3 add'l stents to im and proximal lad and cx clot cleared by angioplasty, left cath lab 1226, returned 1315. Readmit to another facility with chest pain.